Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.